Event description:
It was reported that the programmer experienced an error when booting up. Use of the service diskette and power up/power down attempts were unsuccessful. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the error during boot up. The printed circuit (pc) board was found to be out of specification.